Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose and believes the infusion device does not accurately deliver insulin. On (B)(6) 2011 at 3:30am, her blood glucose measured 549 mg/dl and she injected insulin via pen and changed all pump accessories. She increased her daily basal rate from 18.8 to 19.9. On (B)(6) 2011, her blood glucose ranged from 52-120 from 8:00am-4:45pm. At 7:00pm, her blood glucose measured 276 mg/dl and she bolused 3 units of insulin through the infusion device. At 8:30 pm her blood glucose measured 41 mg/dl and at 10:00pm measured 79 mg/dl. On (B)(6) 2011, her blood glucose measured 184 mg/dl at 11:30pm and she bolused 0.5 units of insulin through the infusion device. On (B)(6) 2011 her blood glucose ranged from 105-313 mg/dl from 8:00am-11:30pm despite bolusing through the infusion device and injecting insulin via pen. On (B)(6) 2011, her blood glucose ranged from 76-360 mg/dl despite changing the insulin cartridge and bolusing through the infusion device and injecting insulin via pen. She switched to her backup infusion device. Her normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.